Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced weakness, lethargy, dehydration and also had slurred speech, the cgm reading was 286 mg/dl (no blood glucose readings available at that point of the event). The patient was treated by her spouse with 1 to 2 units of insulin based on the cgm value. He called the ambulance and when the paramedics arrived, they took a blood glucose reading which was over 400 mg/dl. The patient was taken to the emergency room and was treated there with IV fluids for rehydration, some tests were performed and the patient was diagnosed with dka (diabetic ketoacidosis). The patient was admitted to the intensive care unit (ICU) and stayed there for 3 days. During their hospital stay, they were treated with insulin, unspecified IV fluids and an IV push of potassium. The patient¿s blood sugar was monitored in the ICU and the blood glucose reading and cgm readings remained accurate. The patient recovered and was discharged. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.